Event description:
The hydratome rx sphincterotome was inserted into the scope and cannulated the common bile duct (cbd). It was reported to boston scientific that the guide wire was advanced into the cbd but the tip of the cannula was not bending normally (bowed) and to perform the sphincterotomy there was minimal pulling on the cutting wire to adequately cut the sphincter open." There was minimal pulling on the cut wire, not by the handler but the action of the instrument. The handler was pulling fully on the handle in order to get the optimal bleeding of the sphincterotome but there was a minimal "pull" at the tip of the sphincterotome in order to get the tip to bend adequately". The physician removed the device and completed the procedure with a cook fusion sphincterotome. The pt was reported to be stable.

Manufacturer narrative:
.